Manufacturer narrative:
(B)(4). Method: the four complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4), one from lot 120618 (manufactured june 18, 2012) and three from lot 120627 (manufactured june 27, 2012). The chambers were visually inspected. Results: visual inspection revealed that the chamber domes were all cracked along the base, below one of the ports and stretching along the base. All four chambers had smeared printing in the vicinity of the cracking. In three cases white residue was found around the cracking. A lot check revealed no other complaints of this nature for the two lot numbers. Conclusion: from the residue, the smeared printing and the nature of the cracking observed on the chamber, we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the smeared fingerprints on the chamber dome indicate that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product". Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).

Event description:
A hospital in (B)(6) reported that as soon as they set up an mr290 autofeed humidification chamber, water leaked at the connection between the chamber dome and the base. This happened with four mr290 chambers. This was found prior to patient use.